Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause is inconclusive. No device analysis results are available because the device remains implanted. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
It was reported that the patient was hospitalized for hypervolemia. The patient was treated with IV diuretics and was discharged (B)(6) 2025. The healthcare provider stated they were uncertain if the cardiomems had contributed to the hospitalization and questioned if sensor had been accurately measuring the patient's fluid status prior to hospitalization.